Event description:
Event description cpi received information that, during battery replacement, this patient exhibited exit block. The impedance on this transvenous defibrillation lead was discovered to be greater than 2000 ohms.